Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR is related to the retrospective review of complaints from companion medical inc, following medtronic¿s acquisition of the company in september 2020.

Event description:
The customer reported via phone call that the insulin pen is not dispensing insulin. Customer stated when they primed the insulin pen only a drop exited. Customer stated the screw does not move when they push the dose button. The customer also reported that they experienced high blood glucose. The blood glucose reading was 520 mg/dl. The customer treated their high blood glucose with manual injection. No harm requiring medical intervention was reported. The insulin pen will not be returned for analysis.